Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch mesh on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch mesh. As reported, the attorney alleges patient experienced emotional distress and the device was defective.